Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported distorted sound, which was confirmed during evaluation. The cause was determined to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had distorted sound. The problem occurred during testing at the biomed service. There was no patient involvement. No additional information is available.